Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: as reported, a bakri tamponade balloon catheter ruptured during treatment of uterine atony hemorrhage, after a caesarean section. The patient lost 900 ml of blood, the hysterotomy was sutured after the procedure, and the device was placed to prevent further bleeding. The balloon was placed transvaginally with sponge forceps. The device was injected with 300 ml of water when the balloon ruptured. After the balloon ruptured the patient lost an additional 100 ml of blood. The procedure was complete with another same-like device. There was no need for a blood transfusion. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation: a document based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), and quality control (qc) procedures, as well as a visual inspection of the device were conducted. The complaint device was returned to cook with no original packaging for investigation. The balloon was ruptured nearly entire length of the balloon. A review of the device history record found no non-conformances related to the reported failure mode. A trackwise search found one other complaint reported for the complaint device lot. Due to the individual nature of the manufacturing and inspection process for the devices in the lots, it is unlikely that these events are an indication of device issue within the entire lot. A review of relevant manufacturing and quality control documents was conducted. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which state, "upon removal from the package, inspect the product to ensure no damage has occurred." Based on the available information, cook has concluded a definitive cause of the event could not be determined from the available information. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, a bakri tamponade balloon catheter ruptured during treatment of uterine atony hemorrhage, after a caesarean section. The patient lost 900 ml of blood, the hysterotomy was sutured after the procedure, and the device was placed to prevent further bleeding. The balloon was placed transvaginally with sponge forceps. The device was injected with 300 ml of water when the balloon ruptured. After the balloon ruptured the patient lost an additional 100 ml of blood. The procedure was complete with another same-like device. There was no need for a blood transfusion. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: customer street:(B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.